Manufacturer narrative:
The tech isolated the issue to a faulty valve guide tube. He replaced the CPR/trend valve guide tube to repair the bed.

Event description:
Info received indicates the hi/low function is drifting down.